Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving the error 2 error message. On (B)(6) 2012 the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On (B)(6) 2012 the patient obtained the error 2 error message on the reported meter; she did not obtain a blood glucose reading. The patient took no actions due to the meter issue. The patient noted she did not have a backup meter available with which to test her blood glucose levels. One day afterwards, the patient experienced the symptoms of thirst, frequent urination and sweating. The patient did not seek any medical attention or treatment. The patient manages her diabetes with humalog insulin taken on a sliding scale based on meals, and lantus insulin 15 units per day. Troubleshooting revealed this was not a new meter, and there was no misuse of the product. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the reported meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k061118.